Manufacturer narrative:
(B)(4). A review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and the cpc coupler was not in the correct position.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was not working. Additional information was requested. There were no adverse patient consequences reported.